Event description:
It was reported to philips that the device is rebooting. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests as it was found the therapy mcu u38 was defective.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is rebooting. There was no patient involvement.